Event description:
The customer called to report high blood glucose levels of 557 mg/dl. The paramedics were called for assistance, and the customer's blood glucose reading was 457 mg/dl when they arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.